Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm located at right ophthalmic artery with a max diameter of 6 mm and a 6 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 7mm diameter. The landing zone was 4 mm distally and 4.2 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator selected a shield flow-diverting stent. After the access pathway was established, the stent was delivered to the ipsilateral m1 segment. After exposing approximately 7¿8 mm of the stent¿s tip end, the operator waited about 10 seconds, but the tip end did not open. The stent was further deployed by approximately 12 mm, yet the tip end still failed to open. The operator attempted to retrieve and redeploy the stent, using maneuvers such as shaking and pushing/pulling, but the tip end still could not open. Adjustments to the microcatheter tension and other manipulations were also attempted without success. The stent was then removed from the patient's body, and it was observed that the tip end of the stent could not open. Concerned about possible damage to the stent delivery catheter, both the stent and the delivery catheter were replaced to complete the procedure the pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ton-bridge medical silver snake guide catheter. Additional information received. No causes or contributing factors for the failure to open were identified. The pipeline had not been placed in a vessel bend when it failed to open. The stent could not be resheathed, and no other attempts were made to open the pipeline. No damage was observed in the stent, pushwire, or catheter.